Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("then one essure (right) did evidently come out, not there on imaging from ed"), pelvic pain ("severe persistent pelvic pain / pain") and menorrhagia ("menstrual hemorrhaging") in a (B)(6) year-old female patient who had essure (batch no. D14830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included morbid obesity, knee pain, smoker, back pain, hyperlipidemia, suicide attempt in 2005, diabetes, miscarriage, anxiety, bursitis, dental operation, gallbladder removal, umbilical hernia repair, depression, suicide attempt in 2004, copd, post-traumatic stress disorder and endometrial curettage. Previously administered products included for diabetes: glyburide. Concurrent conditions included diabetes mellitus, uterine bleeding, allergic reaction to analgesics, penicillin allergy, drug allergy, bronchitis, lower abdominal pain, chronic obstructive pulmonary disease and diarrhea. Concomitant products included alprazolam (xanax), aripiprazole (abilify), hydroxyzine and lamotrigine for depression and anxiety as well as clonazepam, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("psychological or psychiatric problems condition:depression"), 3 months 25 days after insertion of essure. In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems condition :mental anguish"). On (B)(6) 2017, the patient experienced device expulsion ("migration and expulsion of device / migration of essure device"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), abdominal pain lower ("pain: left lower quadrant area") and abdominal pain ("pain: abdominal area"). The patient was treated with surgery (dilation and curettage). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, device expulsion, menorrhagia, vaginal haemorrhage, depression, anxiety, abdominal pain lower and abdominal pain outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: approximately 4 coils were visualized in the uterine cavity. There was approximately 6 coils visualized on the patient's left side. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2016: results: positive; on (B)(6) 2016: results: negative. ¿concerning the injuries reported in this case, the following one was described in patients medical record: device dislocation." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2019: the case is incident. Reporter information was added. This case is medically confirmed. Her demographic detail was added. Per medical record following event: then one essure (right) did evidently come out, not there on imaging from ed was added. On 20-mar-2019: per plaintiff fact sheet following events: pain: abdominal area and pain: left lower quadrant area were added. Her treatment medications were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.